Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm was received. Customer reverted to using insulin injections. Blood glucose was in the 400s mg/dl. As the event occurred in the past, tandem technical support was unable to determine a cause of the occlusion.